Manufacturer narrative:
The user experienced hypoglycemia resulting in hospitalization while using the ilet. This situation is consistent with excessive insulin delivery relative to carbohydrate intake following inappropriate use of meal announcements. Engineering log review indicated the ilet was functioning as intended, with insulin delivery requests and alerts generated appropriately and no device malfunction identified. Device data confirmed hypoglycemia following a period of prolonged hyperglycemia during which multiple meals were announced in quick succession due to misunderstanding of proper response to elevated glucose. Based on available information, the event was attributed to use-related therapy management factors, specifically incorrect meal announcements by a temporary caregiver, with the device problem excluded. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On 15-jan-2026 it was reported that on (B)(6) 2026 the user experienced hypoglycemia with blood glucose (bg) levels reported as low as 40 mg/dl following multiple incorrect meal announcements. The user was transported to the hospital by a caregiver and admitted, where the user was treated with glucagon and monitored, and discharged (B)(6) 2026. No long-term health effects were reported.